Event description:
A hospice pt was involved in a fire. Pt was set up on oxygen therapy in dining room at home and was next to the breezeway. The pt has cancer and is expected to survive less than 6 months. The pt had been warned repeatedly during the previous 3 months not to smoke while using the c41 and other oxygen equipment. Pt's spouse was also aware of this warning. Pt continued to "sneak" out to the breezeway to smoke. On one occasion, the pt went to the breezeway to smoke. Pt was using a c41 when pt removed the cannula to smoke (keeping the oxygen running) and laid it on their chest. A fire resulted and the pt was burned on the top and front of their chest (11% of their body). Pt was taken to the hospital for burns where pt expired. The fire damage was contained to the breezeway. The c41 received extensive damage.